Event description:
Customer reported concerns regarding sensor glucose verses blood glucose differences. The blood glucose reading was 294 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.